Event description:
It was reported that pt was presented to the cath lab 12 hours into an acute mi. During the ptca procedure the shaft of the catheter broke and was retrieved with a snare. The procedure was successfully completed with another balloon. The pt died two days after the procedure. The cause of death is unknown. The physician did not feel the death was related to the incident.